Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the hcp wanted to decrease the pump medication dose because the patient was ¿rather somnolent¿ and the hcp believed the pump might be the cause. Since (B)(6) 2014, the patient had been hospitalized ¿inpatient¿ and the hcp was trying to determine the cause of the patient¿s somnolence. The pump was used to deliver baclofen. No patient outcome was reported. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.